Manufacturer narrative:
Hamilton medical ag case number is: (B)(4). Follow-up 1 - corrected information: UDI related data quality updates only. Field d4 was updated with full UDI information.

Event description:
The following was reported to hamilton medical ag: tightness test fails. Device says release valve defection. No health consequences or impact.

Manufacturer narrative:
Hamilton medical ag case number is: cer (B)(4).

Event description:
The following was reported to hamilton medical ag: tightness test fails. Device says release valve defection. No health consequences or impact.

Manufacturer narrative:
It was alleged that the tightness test failed, and the device alarmed with release valve defective during preoperational check. No patient was involved. The event did not cause or contribute to a death or serious injury to a patient. No log files were provided. To address the issue, a check valve assembly was shipped to the customer. No feedback was received confirming whether the replacement resolved the issue. Although the outcome could not be verified, it is assumed that the issue was resolved by replacing the check valve assembly, as no further issues have been reported.